Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise on this right atrial (ra) lead, resulting in inappropriate atrial tachy response (atr) episodes. Additionally, atrial intrinsic amplitude was noted to be out of range and technical services (ts) discussed that the right atrial automatic threshold (raat) test has not been successful since this device was implanted. Lead parameters were noted to be within range. Ts recommended further review. No adverse patient effects were reported. This device system remains in service.